Event description:
Customer reported that she was hospitalized twice in the last five weeks due to abnormal blood glucose levels. Customer stated that the insulin pump had excessive no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.